Manufacturer narrative:
Eua(B)(4). H6: investigation summary: the complaint of bd sars cov-2 n2 fps was received against the bd max instrument catalog number 441916, serial number (B)(6). The complaint states that the customer received false positive results on the bd sars-cov-2 assay. The customer wanted to know how to handle the false positive results and if there were ways to rerun false positives on the max and reuse sample buffer tubes. Bd service collected and reviewed the database and log files. No instrument related issue was found. The customer was advised of the known false positive issue on the bd max with the bd sars-cov-2 assay and that it will be fixed with the new assay kit and udp configuration. The complaint is unable to be confirmed as an instrument issue because the issue was found to be related to the original bd sars-cov-2 assay design. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were available for investigation. The root cause of the issue is with the original bd sars cov-2 assay design and udp configuration. No new trends, risks, or hazards were identified as a result of the complaint. As a result no corrective actions were initiated. CAPA pr# 1632720 is open to address the false positives and reader saturation issues with the original bd sars-cov-2 assay.

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by laboratory personnel. The customer indicated the pcr curves were ¿noisy¿ and questioned the amplification curve. The customer reran the samples on gene expert and simplexa systems and the results were negative. Erroneous results were not reported out and there was no report of patient impact. Eua: (B)(4).

Manufacturer narrative:
Eua#: (B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, false positive results were obtained by laboratory personnel. The customer indicated the pcr curves were ¿noisy¿ and questioned the amplification curve. The customer reran the samples on gene expert and simplexa systems and the results were negative. Erroneous results were not reported out and there was no report of patient impact. (B)(4).